Event description:
A surgeon reports a pt with an unexpected postoperative refraction following bilateral intraocular lens (iol) implant surgery. The pt has no complaints and is very happy with her vision. In a follow-up, in the opinion of the surgeon, the outcome of the event is "good". There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 10/24/2008 by fax and mail. A completed questionnaire was received on 11/06/2008.